Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("persistent pain of the left iliac fossa") and arthralgia ("joint pain") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), myalgia ("muscular pain"), tendonitis ("recurrent tendonitis"), back pain ("lumbar pain"), gastrooesophageal reflux disease ("gastroesophageal reflux") with larynx irritation, abdominal distension ("abdominal bloating"), visual acuity reduced ("decrease of visual acuity"), memory impairment ("memory disturbances") and headache ("headaches"). The patient was treated with bilateral salpingectomy with resection of the interstitial part taking out essure and several explorations and infiltrations. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, arthralgia, myalgia, tendonitis, gastrooesophageal reflux disease, visual acuity reduced and memory impairment outcome was unknown and the back pain, abdominal distension and headache was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, back pain, gastrooesophageal reflux disease, headache, memory impairment, myalgia, tendonitis and visual acuity reduced with essure. The reporter commented: four months after the removal of essure, clear regression of the symptoms were observed with clear regression of most of the preoperative symptoms (abdominal bloating, lumbar pain, headaches..). Patient was better. Amendment: the report was amended on (B)(6) 2019 for the following reason: this case was identified as a duplicated of case 2017-155335. All the information from this case were transferred to case 2017-155335. This case will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("persistent pain of the left iliac fossa") and arthralgia ("joint pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), arthralgia (seriousness criterion medically significant), myalgia ("muscular pain"), tendonitis ("recurrent tendonitis"), back pain ("lumbar pain"), gastrooesophageal reflux disease ("gastroesophageal reflux") with larynx irritation, abdominal distension ("abdominal bloating"), visual acuity reduced ("decrease of visual acuity"), memory impairment ("memory disturbances") and headache ("headaches"). The patient was treated with bilateral salpingectomy with resection of the interstitial part taking out essure and several explorations and infiltrations. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, arthralgia, myalgia, tendonitis, gastrooesophageal reflux disease, visual acuity reduced and memory impairment outcome was unknown and the back pain, abdominal distension and headache was resolving. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, arthralgia, back pain, gastrooesophageal reflux disease, headache, memory impairment, myalgia, tendonitis and visual acuity reduced with essure. The reporter commented: four months after the removal of essure, clear regression of the symptoms were observed with clear regression of most of the preoperative symptoms (abdominal bloating, lumbar pain, headaches). Patient was better. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.